Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when the camera connector is placed on the processor video, it does not recognize it. The issue occurred in the beginning of an unspecified procedure. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: cable damage. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image due to cable damage; the most probable cause of the complaint is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that when the camera connector is placed on the processor video, it does not recognize it. The issue occurred in the beginning of an unspecified procedure. There was no patient involvement.